Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade iii mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision surgery with two 325cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade iii post procedure. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on september 4, 2022. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the smooth mod + prof xtra 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation was performed for the finished device 9372226 number, and no non-conformances were identified. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4) on june 8, 2022, the mentor failure analysis lab received two devices for evaluation. However, only one impacted product was reported for the devices received (lot 9422188). Additional information was received on july 27, 2022 that lot 9372226. Relevant fields d9 were updated.